Event description:
The customer reported that the system's interconnect cable has a cut in the insulation, exposing the metal braid. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the interconnect cable. The system operates as intended.